Manufacturer narrative:
Upon review of the new information, updated as information suggests code is more appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported there was "no loss."

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a loss or change in therapy (event date: (B)(6) 2016). The patient had been leaking in the daytime. In the evening time when she was out, she absolutely emptied her bladder 3 times and 3 nights in a row in her clothes. She verified that therapy was on and set at program 2 with stim at 0.6v. She already made adjustments to stim. She had stim set up as high as it will go on program 2 which was at 0.6v. The patient planned to contact the health care professional (hcp) about meeting with the manufacturers' representative (rep) for programming. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the loss of effect with leakage, the steps taken to resolve the issue and to know if the issue resolved. If additional information is received, a follow up report will be sent.